Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that puncture closure of the right common femoral artery was attempted using a prostar xl device via a 10f sheath after a transcatheter aortic valve implantation procedure. Reportedly, three of the prostar xl needles were successfully pulled out of the hub. One needle became stuck and could not be removed or backed down into the hub. The three needles were pulled out and the sutures cut. The prostar hub was cut apart and the device was removed with vessel damage. A covered stent was used to achieve hemostasis and treat the vessel damage. Subsequently, the stent thrombosed with surgery used to treat the thrombosis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of the device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent patient effect of tissue damage and treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.